Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while resecting the stomach, it was reported that the stapler had been fired 2 times prior to the event, on the 3rd firing the stapler with seam guard reinforcing was placed on the stomach, the device was closed and green button pressed however it would not engage/squeeze to form staples. No staples were deployed. The stapler was removed and a new stapler and reload were assembled. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while resecting the stomach, it was reported that the handle fired a few times and then froze. A new handle was opened and the case continued. There was no patient injury.